Event description:
Customer reported loss of communication between the panorama central station and ambulatory telepack. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the system. Corrections included replacement of the telepacks.